Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in turkey it was reported, the patient faced infusion set's crimped cannula event on (B)(6) 2025. Infusion set was inserted in hip. Infusion set was in use for 1 day. No further information available